Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the provisional fractured upon removal from the joint space.

Manufacturer narrative:
Device received but not yet evaluated.

Manufacturer narrative:
Medical product - zimmer persona tibial articular surface provisional top catalog #: 42-5274-010-10 lot #: 62255875. This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This is report 2 of 2 for this complaint. See also 1822565-2016-02619. Visual inspection of the returned tasp top and bottom confirmed that they fractured. Both broke on the medial side of the post along an antero-posterior line. Both tasps exhibit signs of repeated use. Small fragments are missing and were not returned but reporter confirmed none were retained by the patient. The receiving inspection report for 42-5274-510-10, lot #¿s 80540888 & 80542174 supplier manufactured component for item 42-5274-010-10 lot # 62255875 were reviewed and no deviations or anomalies were identified. The receiving inspection report for 42-5270-507-07, lot # 80652366 supplier manufactured component for item 42-5270-007-07 lot # 62914303 were reviewed and no deviations or anomalies were identified. No compatibility issue were noted. These devices are used for treatment. These particular devices are listed in the aggregate tasp scope list associated with a CAPA. These devices were manufactured before the design modification were implemented and were part of the re-design scope (reference recalls z-2579-2014 and z-2297-2014). A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. Therefore, the problem with this device constitutes a "previously addressed design issue" as the root cause.